Event description:
The customer reports there is a pin hole in the catheter. The catheter was replaced. A delay was reported without incident.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, 2-lumen PICC catheter for analysis. Signs-of-use were observed on the catheter body. Visual examination of the catheter revealed a hole/slit on the catheter body. Microscopic examination revealed that the hole travelled in a straight line down the catheter body. The edges of the proximal end of the hole appear smoother than that of the distal end. Visual examination also revealed that the catheter body was intentionally cut around the 20cm mark. The catheter outer diameter measured .0706", which is within the specifications. The hole/slit in the catheter body travelled straight down the catheter body. The hole measured 5mm in length. The catheter body was cut 8 1/16" from the juncture hub. A lab inventory syringe full of water was used to inject water through the catheter. With the distal end occluded, the plunger was compressed. The catheter body leaked when injecting water through the distal lumen. No leaks were observed when injecting water through the proximal lumen. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit cautions the user, "do not use scissors to remove dressing to reduce the risk of cutting the catheter." The IFU also warns, "ensure patency of intended pressure injectable lumen of catheter prior to pressure injection to reduce the risk of catheter failure and/or patient complications." The report that the "catheter body has hole - found in use" was confirmed through complaint investigation of the returned sample. Visual examination revealed a hole/slit on the catheter body. The edges of the proximal end of the hole appear smoother than that of the distal end. This indicates that the hole was likely created via contact with sharps and was enlarged due to high-pressure injection. The catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, "unintentional user error - contact with sharps" caused or contributed to this event. Teleflex will continue to monitor and trend for report so this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports there is a pin hole in the catheter. The catheter was replaced. A delay was reported without incident.